Event description:
Additional information was received. It was reported that the cause of the difficulties charging was that as soon as the patient got off the airplane and got to their destination; the device was not recognizing to charge. The patient wrote that the airport would not allow the device to not go through the machine. They insisted it needed to go through the machine. The charging has been resolved. To resolve the issue, the patient called the manufacturer and was overnighted a new charger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported about a week ago they began having difficulties charging their implant. Pt stated no device found continues to display and also mentioned that the recharger makes a loud buzzing noise. Pt stated they went through airport security and has been having issues ever since. An email was sent to the repair department to replace the recharger. No symptoms or patient complications were reported.